Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number, since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision due to pain and 'catching' on certain movement of the hip, which had occurred since implantation.